Event description:
It was reported the patient was having a roller and dye study done because they were not receiving therapy. The roller study was completed successfully. The doctor was unable to withdraw spinal fluid from the catheter and they were unable to complete the dye study. It was assumed the catheter was clogged or kinked, so the patient was scheduled for a catheter revision.

Manufacturer narrative:
(B)(4).